Manufacturer narrative:
Additional information received that there was no injury.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Root cause is inconclusive. Foreign material was in the insert. However, it was not possible to identify the source of the material. Inserts are 100% inspected in the manufacturing floor for water flow and spray pattern. Complaints of this nature are very low and detectable by hygienist or dentist. A DHR review was conducted with no discrepancies noted.

Event description:
In this event it was reported that a cavitron 30k fsi-sli-fg-10s insert tip overheated. The event outcome is unknown as of this MDR evaluation. Additional information has been requested, but is not yet available.